Event description:
Additional information received indicates that the patient received the elective replacement indicator message. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. This event no longer meets the reportability criteria.

Event description:
Additional information received indicates that the patient received the elective replacement indicator message.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was nearing end of life. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.